Event description:
It was reported that pt had seen a spine specialist and was told that hip surgery would alleviate the pain she was experiencing. She had both hips replaced and is still experiencing pain. Pt is just looking to see if the implant has anything to do with the fact that she still is experiencing pain.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.